Event description:
Units on syringe are rubbed off, pt cannot read the units. Dose, frequency & rate used: use 2 per day as directed. Therapy dates: (B)(6) 2008-(B)(6) 2010. Diagnosis for use: diabetes.